Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was 120 mg/dl. Reportedly, the contact was unsure the on-screen instructions were being followed by the customer. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin delivery.